Event description:
Event description cpi received information that during pre-use testing, this ventak mini ii implantable cardioverter defibrillator (ICD) exhibited a message indicating that the ICD was only programmable in one zone, and the pacemaker output could not be programmed at 4.0 volts. The ICD was not used, and was returned to cpi for analysis.